Event description:
New information noted that the right atrial lead exhibited noise. Further information was requested however, was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, noise was observed on the atrial lead. Programming change was made. The patient was stable.